Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead affecting atrial tachycardia/atrial fibrillation (at/af) episode detection. It was further reported there were low p waves measured. The lead remains in use. No patient complications have been reported as a result of this event.